Event description:
The customer stated that he tested his glucose and received a reading of 59 mg/dl using his breeze meter. He was not feeling well, so he called paramedics. Paramedics tested the customer's glucose at 32 mg/dl using their meter. The customer was treated with i.v. Glucose. The customer performed control tests while troubleshooting and all results were within the normal control range. No product will be returned for evaluation. A new breeze2 meter was sent to the customer.